Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate atp due to afib with rapid ventricular response. Device was explanted electively due to eri.